Event description:
It was reported that an ilet displayed ¿alert 65 reset ilet¿ on two separate occasions, after which the device restarted and an alert occurred again; the customer reported that blood glucose was not affected, and the device was replaced. Symptoms included no reported clinical effects. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included collection of event details, and receipt and inspection of the returned device. Investigation of this case revealed a device alarm consistent with an audio over/under current condition leading to restart behavior, indicative of an audible alarm malfunction associated with the pump¿s audio subsystem. It was concluded that the cause was an electrical malfunction of the audio circuit consistent with product performance issue.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.